Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: was there any evidence of bleeding before the abdomen was closed? --- no information if so, how was it treated? --- no. How was the bleeding identified? --- by blood-pressure decreased. How long prost-op was it identified? --- it was identified after the abdomen was closed and before the patient left the operation room. Did the surgeon load and inspect the jaws for a clip prior to placing device on vessel? --- no information. Any issue noted with the clip malformation? --- no information. What is the surgeons experience with the device? --- the surgeon was familiar with the device. Please confirm that the device will not be returned? --- the sales rep reported that no device would not be returning.

Manufacturer narrative:
(B)(4). Date sent: 9/15/2015. Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent.

Event description:
It was reported that during a ldg, bleeding occurred after closing the abdominal. The device was fired on the right gastroepiploic artery. The bleeding point was near the clipped point. Eventually, the procedure was converted from a complete laparoscopic procedure to a semi-open procedure. The bleeding was stopped by suturing. The amount of the bleeding was unknown. Blood transfusion was not required. The doctor commented that it was unknown if the device had a direct relation with the event. Also, he commented that there was a possibility that the blood vessel was damaged when the device had been approached and clipped. The patient is stable in hospital at present.